Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 694965 implantable tachy lead, implanted: (B)(6) 2006. Product ID 407652 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the patient received 23 shocks. The device algorithm for noise withholding timed out. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.